Manufacturer narrative:
The 3.0 liter reservoir involved in the incident has not been returned for investigation. A review of the photographs provided by the user facility indicated that spikes were missing from the tubing as reported by the user, however, without evaluating the set it is difficult to determine what caused the spikes to detach. All 3.0 liter reservoirs are 100% visually inspected prior to release. The manufacturing records for this lot were reviewed and no anomalies were observed. We have not received any other complaints related to this lot number. It was reported that a new 3.0 liter reservoir was connected and the case continued without further problems. No patient injury was reported. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "during liver transplant case the providers were infusing blood products and noticed leaking. The anesth tech noticed that the priming tubing was missing spikes and the bags were being inserted directly into the tubing, which caused the leakage. New lvr was connected and case continued with no further problems."